Manufacturer narrative:
The complaint was not confirmed and no new issues or errors were observed, all results were within the range specification during control solution testing. The meter was returned and according to the memory log, the reported readings could not be found. In addition, the customer reported receiving a reading of 570 mg/dl; however, according to the meter specifications, the meter is unable to give readings greater than 500 mg/dl.

Event description:
The customer's mother reported that her son was receiving readings of 362 mg/dl and 570 mg/dl on his freestyle flash meter. In addition, her son was experiencing symptoms such as shakiness, polyuria, diaphoresis, and lost consciousness. The mother called the physician and was advised to lower the dosage of insulin since he seemed to be hypoglycemic. The customer was given a pediasure and glucose in a tube to relieve his symptoms. It is unknown if the reported readings occurred at the same time as the medical event. There was no report of death or permanent impairment.